Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) confirmed the unit was leaking from a worn out nylon elbow on main pump. He replaced the part, tested unit for leaks and completed preventive maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the biomed: there were no fault indicator lights illuminated on the cooler heater unit.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking internally from the bottom. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.